Event description:
A patient with a cancerous lesion in a left humeral fracture was implanted with a humeral nail and spiral blade on (B)(4) 2012. The patient presented to the e.r. On (B)(4) 2012 with a suspected infection as the cancerous site was warm with puss draining from the incision. The infectious site was opened and the surgeon washed out the wound and put the patient on antibiotics. All implants still remain in the patient. Reportedly the patient was advised to follow up with infectious diseases. This report is #2 of 2 for the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Additional narrative: investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.